Event description:
When opening biotrue oneday bausch + lomb for presbyopia contact lenses on (B)(6) 2018, I noticed the solution in the container for one lens (-3.25) had a significant greenish tinge and 4 small, irregular-shaped black particles. I never touched inside the container, the lens or the solution. I took a photo, which shows the comparison of a normal lens and the contaminated one. I kept the contaminated one, but it will probably dry out soon. My eye care professional is going to contact the sales rep, but seemed unwilling to even look at the contaminated lens. Interestingly, the lot # w77405127 exp. 2022-09 on the metal cover of the actual lens packaging does not match the #w77405128 on the box. Nor do lot #s of other lenses inside unopened boxes match the lot# that is on the outside, one of which I checked. I have not noticed significant eye problems, except a little vision clouding and runny eyes, which I was attributing to dry eye. But I am concerned about using the other lenses, and wonder why the lot numbers do not match the lot numbers on the boxes.